Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted the ma limit files and tested for maximum r output. The system was found to be working as intended and placed back into service.

Event description:
It was reported, by the bio-med engineer, that the 9800 system was exceeding the 10r maximum, while performing a pm inspection. There was no report of patient injury or involvement.